Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Failure analysis: the position of the cam when valve was received was at setting 3.the valve was visually inspected; the needle guard was raised and needle hole in the needle chamber was noted. The valve was hydrated. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested; no leaks noted. The valve was dried. The siphon guard was removed. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. Root cause- a possible root cause for the issue: ¿a rupture of the distal catheter¿ reported by the customer, could not be determined as no catheters were returned with the valve, if the catheter is returned in the future this complaint will be reopened and the device investigated. The root cause for the, for the raised needle guard noted during the investigation is probably due to wrong handling as noted in the IFU: do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that a certas valves (ID: 828806) was implanted via ventricular peritoneal shunt 7 years ago with unknown setting. A rupture of the distal catheter was confirmed, therefore the valve was removed and replaced on (B)(6) 2023. According to information provided, it is unknown if the patient presented with signs and symptoms due to valve failure.